Manufacturer narrative:
With the performance of the heating pad not supporting the claim, we could not overlook the possibility that the consumer misused the pad or was not following the instructions.

Event description:
Consumer reported the heating pad burnt his upper right leg. Did not seek medical attention.